Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was receiving lioresal (2000.0 mcg/ml at 705.4 mcg/day) via an implantable pump for an unknown indication for use. It was reported during a routine refill, a motor stall message appeared on the programmer. It was indicated in the events list the pump was stopped on (B)(6) 2019 due to an MRI, and didn't restart until (B)(6) 2019. No lecture (interrogation) of the pump was performed after the MRI. It was indicated the patient referred and increase in spasticity during the last month. No surgical intervention was performed or planned. Contributing factors included MRI. The issue was resolved. The patient status was alive - no injury. Further complications were not reported or anticipated. Pump logs from an interrogation on (B)(6) 2019 at 10:13 were provided, indicating motor stall occurred on (B)(6) 2019 at 21:22, a stopped pump duration may exceed tube set event occurred on (B)(6) 2019 at 21:22, and a motor stall recovery occurred on (B)(6) 2019 at 09:52.